Manufacturer narrative:
H3: analysis of the device was completed and found that there was no duplication of the reported issue. The bottom right of the display is lifted/afloat. H6: fdm b01, fdr c07, fdc d1102 and img g0201402 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6): (B)(4) h3: analysis of the device was completed and found that there was no duplication of the reported issue. No abnormalities were found. H6: fdm b01, fdr c19, fdc d1102 and img g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during setup the nim vital had self-check failed and no stimulation sound was produced. There was no waveform displayed on the monitor when attempting to stimulate the nerve. The system itself was not being stimulated. The device itself was continued to be used ; it was not a beep sound, but the sound that was heard when monopolar stimulation was done. The procedure was completed with out monitoring. There was no patient impact.